Manufacturer narrative:
Additional information was received that the physician suspected device malfunction because the ipg was not holding a charge like it used to.

Event description:
A report was received that the patient was having difficulty charging the ipg wherein the battery depletes in less than twenty four hours after a full charge. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg wherein the battery depletes in less than twenty four hours after a full charge. The patient will undergo a revision procedure.

Event description:
A report was received that the patient was having difficulty charging the ipg wherein the battery depletes in less than twenty four hours after a full charge. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).